Event description:
It was reported that the device failed to power on during a patient event. An ems unit was also at the scene and immediately used their defibrillator to provide care. There was no adverse patient outcome reported due to the device use. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and recommended installing another battery to troubleshoot the reported problem. The customer informed that they removed the device from service and they might not repair the device due to the defibrillator age and discontinued manufacturer support. The device will not be returned to physio-control for analysis. Hence, a conclusive cause of the reported problem could not be determined.